Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 47 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patientexperienced: mobility. No further patient complications were reported.